Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The bending cover was found leaking. The protector of the video/light guide tube cable was damaged. The angles were found insufficient, and as noted, the coating on the distal end was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a choledochoscope procedure, his olympus choledocho videoscope was found leaking. There was no patient harm as a result of this event. During the device evaluation, it was discovered that the coating on the distal end was peeling. This report is being submitted to capture the peeling coating found on the distal end during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coat on the distal end peeling was not determined. However, possible causes include: physical stress, chemical stress, and/or storage environment. The event can be prevented by following the instructions for use which state: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocessing: general policy precautions_warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If reprocessing methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is detected. ·storage and disposal_ precautions of storage and disposal_ caution -to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. -to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. " olympus will continue to monitor field performance for this device.